Manufacturer narrative:
Reason for reoperation: "cellulitis" and "cultures confirmed mssa". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events cellulitis and "cultures confirmed mssa" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "fevers", "cellulitis" and "cultures confirmed mssa (methicillin-susceptible staphylococcus aureus)". This record is for an unknown side. Device was explanted.